Event description:
A (B)(6) male pt called zoll customer support to report that his monitor would not power up and smelled like burnt plastic. The pt was issued a replacement monitor and two replacement battery packs.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the monitor was unable to power up. The power-up was isolated to a thermally damaged c10 on the monitor c/a board. The root cause for the c10 failure could not be positively identified. Device evals of battery packs sn (B)(4) are currently underway. The reported problem (not powering up monitor) was confirmed. Upon eval the batteries were unable to recharge or power up a monitor. A root cause analysis is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective c10 capacitor and defective batteries. The pt rec'd a replacement monitor and replacement battery packs. Device manufacture date: (B)(4).